Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, patient experienced post-op complications including left breast extrusion and subsequent removal of the mesh. Medical affairs has assessed the patient¿s postoperative course as being serious and related to the study device. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Extrusion is a known inherent risk of the surgery/use of the device and included as a possible complication in the adverse reaction section of the IFU. This MDR is being submitted to report the ae of extrusion; an additional MDR shall be submitted to report the ae of erythema. Note: this MDR report is related to a retrospective study conducted to proactively gather real-world evidence on the use and safety of the p4hb product family, including galaflex scaffold, galaflex 3d, and galaflex 3dr. All safety events from the study are adjudicated by the bd medical monitor for an independent assessment of severity and relatedness. In an abundance of caution, events for which relatedness cannot be ruled out are processed for MDR reporting.

Event description:
Per clinical trial (B)(6): on (B)(6) 2014, patient underwent left breast revision augmentation and scar revision using a short scar incision. 1 piece of galaflex was used. No concomitant procedures were done. On (B)(6) 2014, a second ae of left breast extrusion was reported. Patient had additional surgery on that day to remove the left breast implant and mesh. Resolved on (B)(6) 2014 without sequelae. On (B)(6) 2014, fat grafting was done to the left breast. Review by medical affairs identifies as related to the device and serious.